Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) unable to be was reviewed as the device serial number is unknown. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 8 years and 1 month due to a leaflet tear leading to regurgitation. A transcatheter valve was implanted within the edwards surgical valve. The patient was doing well.

Manufacturer narrative:
Reference CAPA-20-00141.